Event description:
(B)(6) 2012, patient reports redness and tears with no mention of treatment. Follow up with business partner, notes that the patient suffered a corneal ulcer but was the result of poor hygiene and handling. No treatment was reported. The location of the corneal ulcer is not known. This is being reported as corneal ulcer.

Manufacturer narrative:
This is being reported as corneal ulcer.